Manufacturer narrative:
Concomitant medical product: 4968 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited non-capture. It was noted that the patient experienced a fast heart rate and shortness of breath. The ra lead remains in use. No further patient complications have been reported as a result of this event.